Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly or stuck buttons were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The numbers kept scrolling when the customer tried entering information into the device. The customer removed and reinserted the battery, but the anomaly persisted. The customer's blood glucose was 162 mg/dl. The discontinuation of the device was advised. Nothing further was reported.